Event description:
It was reported that a cap on the minicap transfer set was loosed. This connection issue was noticed while the minicap transfer set was still in the package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and an evaluation was not performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.